Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one bardport MRI implantable port and one catheter with one loaded cath-lock were returned for evaluation. Along with sample, two photos were provided for review. Gross visual, microscopic and tactile evaluations were performed. The port stem was noted to be missing from the port body as a complete circumferential break was noted at the port stem area. The detached port stem segment was noted to be loaded into the proximal end of the catheter returned. The edges of the complete circumferential break on the port stem area were noted to be even and the surface was noted to be granular throughout. The edges of the port stem segment were noted to be jagged, and the surface was noted to be granular throughout. The manufacturing site review states, an initial view showed that the stem was fractured, it was observed that a part of the catheter was attached to the fractured stem. A closer view revealed an occlusion within the fractured stem, the material that was inside the stem was hardened and whitish. Therefore, the investigation is determined to be confirmed for the reported port stem fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, d4 (unique identifier (UDI) #), h6 (patient, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem was allegedly fractured and came out while attaching the catheter. There was no reported patient injury.

Event description:
It was reported that during preparation of port placement procedure, the stem was allegedly fractured and came out while attaching the catheter. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2028) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.